Manufacturer narrative:
It is now reported that there was a necrotic area at the implant site. The device analysis report is attached. This report is submitted on november 30, 2020.

Manufacturer narrative:
This report is submitted on 21 august 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to infection at implant site. It is unknown if the patient was re-implanted with a new device as of the date of this report.